Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was not charging during the event. There was no reported adverse impact to the customer's blood glucose. The pump was replaced, and the customer continued to use the pump for insulin therapy until the replacement pump arrived.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.